Event description:
Male patient with devastating injuries to left lower extremity being treated with limb salvage tehniques for left distal tibia pilon fracture non-union with planned and stage reconstructive efforts. Late fall a synthes ring external fixation system was utilized using a combination of half pins and wires. All the pins were predrilled. There was good alignment of the ankle in the knee, which was confirmed by x-ray. A month after the initial surgery the patient came in for planned stage and bone grafting of left distal tibial pilon fracture. In addition some of the wires were broken and they were removed entirely and new wires were placed. Shortly thereafter the patient returned to or for external fixator adjustment and revision on left lower extremity. Broken wires were removed, the ring was readjusted to construct a more anterior position. 2 new 2mm wires were placed in the distal tibia and fibula segment and attached to the third ring.